Event description:
Caller reported that tandem charging supplies began smoking and that there was a smell of smoke coming from the pump when using the tandem cable. A test was performed with a different charging cable, and no smell of smoke was detected. There was no adverse impact to the customer¿s blood glucose level. Tandem charging supplies were due to be returned through the RMA process for replacement by cts.